Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that station had experiencing door failure. A field service engineer replaced the damaged latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that door 7 on a pyxis medstation es was showing failure / rapid clicking when the user tried to issue medications for a patient. The customer was able to recover and there were no reports of delay in patient care, adverse events, or patient harm.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station had experiencing door failure. A field service engineer replaced the damaged latch and rectified the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that door 7 on a pyxis medstation es was showing failure / rapid clicking when the user tried to issue medications for a patient. The customer was able to recover and there were no reports of delay in patient care, adverse events, or patient harm.